Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician could not verify the customer's reported issue. The ventilator passed extended test at customer's settings. The ventilator passed all testing and met all carefusion manufacturer specifications. Internal and external inspection revealed no abnormalities.

Event description:
The customer reported a burning smell coming from model lap top ventilator 900. The unit was connected to a patient at time of reported incident and continued to ventilate properly. The patient was removed from the ventilator for safety reasons and placed on back up unit. No further information was provided regarding allegation of patient injury or harm associated with the reported issue.